Event description:
During product evaluation by a service technician, an I-pump was found to have the motor drive shaft out of position.¿ there was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by a baxter technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the direction and drive motor module (ddmm) being out of position is unknown. No repairs have been performed at this time. If any additional relevant information is received, a follow up MDR will be sent.